Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. A lead revision procedure was performed, and this lv lead was explanted. The physician was unable to implant another lv lead, and it was anticipated the patient would undergo epicardial lv lead placement in the future. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Due to damage from electrocautery, the lead did not pass pressure testing. The lead did pass testing that confirmed the lead was electrically continuous. Laboratory testing was unable to reproduce the reported clinical observations.